Event description:
Subsequent to the previously filed report, additional information was received that the patient's mitral regurgitation was degenerative in nature. On (B)(6) 2019 the patient had increased shortness of breath after being discharged from cardiac rehabilitation. Medication was administered. The patient was placed on hospice care with worsening heart failure and expired on (B)(6) 2019. No additional information was provided.

Manufacturer narrative:
Patient codes: 1816 labeled 2206 labeled. (B)(4). Correction (outcomes attributed to adverse event): death checked. Correction (type of reportable event): death checked. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of mitral stenosis, dyspnea, worsening heart failure and death as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported mitral stenosis, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported mitral stenosis, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the mitral stenosis. It was reported that this was a mitraclip procedure to treat grade 4 mitral regurgitation (mr). Two mitraclips were implanted reducing mr grade to 2, but the mean mitral gradient increased to 8 mm hg at the end of the clip procedure. The physician accepted the increase in mean gradient one day following the clip procedure, the mean mitral gradient was 9.7 mm hg. No treatment was given. No additional information was provided.